Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2208-70 serial# (B)(4) description:st linear lead, 70cm with pre-loaded 0.012 inches stylet. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Event description:
A report was received that a patient underwent a lead revision due to skin erosion. The patient's lead had broken through the skin and as a result the skin had healed under the lead. The physician revised the patient and the patient is reportedly doing well.